Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturers service technician was unable to duplicate the customer reported problem. The service technician verified diagnostic codes in the ventilator log history that indicated a ventilator restart and vent inop occurrences. The service technician replaced the cpu pcb board as a precautionary measure. The service technician reported replacing the device power cord due to damage noted during evaluation. Performance verification testing was completed and tests passed per operating specifications.